Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The paramedics were called to treat the low blood glucose reading of 22 mg/dl. The blood glucose reading at the time customer reached the hospital was 60 mg/dl. This incident happened three weeks ago. The current blood glucose reading is 288 mg/dl. Nothing further reported.